Event description:
It was reported that the nurse found a missing tip on the preface sheath during cleaning of the table. Fluoroscope and CT scan was used to search the whole body for the tip, but no tip was found inside. It is unknown where the tip had separated as it could not be found. It was reported that no adverse event occurred with the pt. It was reported that a boston scientific ept catheter was used with the preface sheath.

Manufacturer narrative:
It was reported that the physician was previously aware of the "urgent - medical device correction preface guiding sheath field advisory". IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer."